Manufacturer narrative:
Additional information: h4 the device was returned to olympus for evaluation. The device evaluation partially confirmed the user allegation; there was no cracked/chipping on the black ring at the distal tip, however, the a rubber bending section glue was cracked. A root cause could not be identified. The most probable cause of complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to correction/update - b9, e3, and g2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cysto-nephro videoscope had cracked/ chipping on the black ring at the distal tip. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.